Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number: k101880. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after seating the implant at tooth location #30, we were unable to remove the impression coping that is used to seat the implant. After finally being able to remove it, we noticed a fractured piece of the impression coping inside of the implant, and it was difficult to place the fixture driver. Due to the possibility of other fragments of the impression coping inside of the implant and/or damage to the implant, we decided to remove it and place a different implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, the implant had signs of use. A fractured mount wasn¿t returned with the implant. However, there was purple fragment from what could have been its mount. The implant's drive feature and internal threads were damaged, likely from the report of a fractured mount. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, device malfunction did occur. The implants drive feature and internal threads were damaged. A fractured piece of the implant¿s bundled mount was found inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.